Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(4) study. Same case as MFR report #: 2134265-2010-05275. Same patient as MFR report #: 2134265-2010-00016, 2134265-2010-00017. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a de novo 90% stenosed, 2.75x30mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilatation, the placement of two 2.75x32mm taxus express2 stents and post-dilatation resulting in 0% residual stenosis. A non-target lesion located in the 1st right posterolateral branch was treated with a non bsc stent. The patient was discharged 2 days later on bayaspirin and panaldine. In (B)(6) 2010, at the two year study follow up visit the patient had no anginal symptoms but restenosis was revealed in the distal rca. Three days later the 99% restenosed, 2.5x20mm target lesion was treated with angioplasty resulting in 25% residual stenosis. The patient's outcome the next day was listed as improved.